Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose of 39 mg/dl. Customer treated it with food customer had been using insulin pump system within 48 hours of reported low blood glucose event. Drive support cap was normal. Based on customer report they did not allege insulin pump for over delivery. Insulin pump will not be returned for analysis.